Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the facility is having issues pushing fluids through the extension set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011253 lot number 20056551 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20056551 regarding item #10011253. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ext set smallbore tbg w/ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 10011253 batch no: 20056551. The new sets that have been deployed as a sub for item 20039e] are having the same issue where you cannot push fluids through the extension set. I have had multiple complaints within the last week that this issue is still occurring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set smallbore tbg w/ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 10011253, batch no: 20056551. The new sets that have been deployed as a sub for item 20039e] are having the same issue where you cannot push fluids through the extension set. I have had multiple complaints within the last week that this issue is still occurring.